Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm synchro seal instrument has been returned and evaluated by the failure analysis (fa) team. The reported issue of ""jaws would not close" was not replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The instrument passed energy delivery. No failures observed during log review. Additionally, the instrument was found to have a torn jaw cover. No material appears to be missing. The tears measured approximately 0.096" - 0.332" in length. The tears were located at the distal and middle section of the jaw cover. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the 8mm synchro seal instrument would not close. The procedure was completed with no reported injury.